Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported " contracture of the prosthesis", "pain and experiencing a lot of discomfort". Later, healthcare professional reported "breast is getting smaller with increased and worsening consistency. It currently refers pain. Capsular contracture grade IV." Diagnosed via MRI. This relates to the right side. The device remains implanted and won't be returned.